Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/21/2026, the reporter (a friend of the patient) contacted the va due to increasing cgm readings reaching up to 400 mg/dl with associated high alerts. A fingerstick blood glucose (fsbg) test was performed and reportedly aligned with the elevated glucose levels; however, the exact value was not recalled. The patient also reported feeling fatigued and was advised seeking evaluation at the emergency room (ER). At approximately 9:00 pm, the reporter transported the patient to the ER. Upon arrival, bloodwork was performed, and the patient received intravenous (IV) fluids for approximately one hour. Laboratory results later indicated a blood glucose level of 560 mg/dl, while the cgm displayed 120 mg/dl, demonstrating a significant discrepancy between readings. The patient was subsequently treated with additional IV fluids and insulin administered via injection (dose not specified). Glucose levels were monitored until an fsbg reading of 300 mg/dl was obtained at approximately 3:00 am on 05/22/2026, at which point the patient was discharged. At the time of reporting, the patient was described as doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.